Event description:
A patient was admitted for stenting of an unknown coronary lesion. A cypher select + 3.00x28mm stent was chosen for the procedure. There were no anomalies noted with the packaging or the product prior to use. The device was prepped according to IFU. There was no difficulty experienced advancing the device to or across the target site. The physician attempted to deploy the stent but found that the contrast was leaking out of the hub. He was not able to inflate the device at all and confirmed that the hub was cracked. The device was withdrawn back through the guiding catheter without difficulty and the procedure was completed with a new one. There are no reported adverse patient consequences. There was only a few minutes delay of the surgery time.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.